Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, product type programmer, physician.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 0 .750mg/day via an implantable pump. The indications for use were non-malignant pain and spinal stenosis. A pump alarm was reported. Per the reporter an alarm was heard but telemetry not yet performed. It was reviewed with the reporter that based on the date of implant the alarm was likely due to the pump reaching eos. The reporter stated that they were still checking in the patient so they had not had a chance to read the pump yet. It was noted that the patient was scheduled for a pump replacement tomorrow (B)(6) 2016 but they were unsure at this point if they will be replacing or just removing the pump. There were no patient symptoms reported. Additional information received reported that the pump was eos (end of service). The pump was shut off and the physician did not want to replace the pump. The logs showed that eos occurred (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.